Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using a non-tandem provided charging cable with a tandem-provided wall adapter to charge the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump began charging successfully after leaving the pump plugged into a power source.